Manufacturer narrative:
Clamp has not been returned for eval. We have contacted the customer who said they would return the clamp, however, we have not yet seen it. No pictures were provided. No date code was provided, therefore the age of the clamp is unk.

Event description:
It was reported the circumcision clamp malfunctioned (did not hold tight) which resulted in excessive bleeding. Physician performed circumcision and applied the circumcision clamp. When he clamped it down, the metal piece that holds the foreskin of the penis open came off after he made the cut. Part of the skin was cut. Sutures had to be applied to repair the area. . Device usage problem: device malfunction- the device did not do what it was supposed to do.